Event description:
An endurant stent graft system and a talent converter were implanted in a patient for endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck measures 21.4 mm, 21.3 mm, 22.7 mm, 23 mm in diameter from proximal to distal and it is 20 mm in length. Pre index procedure the patient had an occluded right common iliac artery. It was reported that after the stent grafts were successfully implanted it was noted there was a jetting type IV endoleak. The stent grafts were ballooned; however, the type IV endoleak did not resolve. No intervention was performed and the physician is going to monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak) . (Cause of endoleak is unknown).

Event description:
Additional information was received as follows: it was reported that during a routine follow up CT scan, the type IV "jetting" endoleak that was previously reported has self-resolved.